Event description:
It was reported that the user experienced episodes of hyperglycemia and attributed the recent event to stress and a recent meal, while using the ilet system, which corrected the elevated glucose without user intervention. Symptoms included no reported clinical manifestations associated with the elevated blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included complaint intake review, user coaching on troubleshooting and education, and assessment of device performance based on reported behavior. Investigation of this case revealed no device malfunction, with the device functioning as designed to correct hyperglycemia, and no component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.